Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (failed pulse test) was confirmed. As received, the monitor failed a pulse test and displayed a service code 110 (overvoltage cleared no energy). Additionally, the monitor reset during a pulse test at the distributor. The cause of the service code was a shorted q2 transistor on the c/a board. The cause for the pulse test reset was isolated to a defective t2 transistor on the defibrillator pca. The root cause of the defective q2 and t2 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.